Event description:
Reportable based on analysis completed on 17-apr-2024. It has been reported that an nrg transseptal needle was selected for use for an atrial fibrillation (a fib) ablation procedure. During the procedure, the physician mentioned that the mechanism is supposed to allow the nrg needle to come out only 6 to 8 mm from the tip of the sheath, but it came out about 1.5. Procedure was completed successfully using the same device. No patient complications reported. Product is available for return. However, the analysis of the nrg needle revealed that the heat shrink at the tip of it was flared and allowed fluid to flush through on the outer edges of the distal tip.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory, the nrg needle was first visually inspected, and it passed flushing test (pre and post decontamination), however the heat shrink at the distal tip was flaring. Next, on the vhx testing, it was confirmed the that the distal tip was flaring, which allowed fluid to flush through on the outer edges of the distal tip. Also, the shaft of the nrg needle has failed the inspection with curve overlay. Additionally, the device met its design specification for the side ports along with distal and proximal hypotubes outer diameter and passed the insertion testing, therefore, the reported allegation of device incompatibility was not confirmed. However, due to the damage noted to the distal tip, the initial MDR report is being filed.